Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting prematurely, with high left ventricular (lv) lead thresholds and low pacing impedance being contributing factors. A longevity estimator software error on the programmer also resulted in a shorter than expected longevity estimate. The programmer will be updated with new software in the near future and the patient will continue to be followed. The crt-d, lv lead and programmer remain in use. No patient complications have been reported as a result of this event.